Manufacturer narrative:
Investigation: up until this time, the product has not been returned. Therefore, a complete investigation could not be performed. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing, or design-related failure. If the product is returned at a later date, the investigation will again be completed. Regarding (vega) implant loosening, product safety cases (pscs) were initiated.

Event description:
It was reported to aeculap ag that an as vega ps tibial plateau cemented t2 (part # nx053z) was implanted during a primary procedure performed in 2018. According to the complainant, there was postoperative loosening of the implant. This occurred due to a patient fall. The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not been returned to the manufacturer for evaluation. A revision was required; columbus revision products were implanted. Further details have been requested. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch report: (B)(4) (9610612-2022-00280) nx029z.